Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The target lesion was located in the severely calcified, moderately tortuous distal left circumflex (lcx) artery. An apex flex monorail 20mm x 1.50mm balloon had been selected and while attempting to cross the lesion, the physician encountered resistance. The balloon was inflated to 7 atms and ruptured. It is unknown how many times the balloon was inflated. The procedure was completed with a different device. There were no patient complications reported with the patient's current condition listed as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).